Event description:
It was reported that the pulse generator exhibited stored noise reversion episodes on both the atrial and ventricular channels. The noise appeared to be electromagnetic interferance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.